Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A promus elite ous mr 24 x 3.50mm was deployed to treat the target lesion. After deployment, the physician observed a type b flow-limiting dissection at the proximal edge of the promus elite stent. Changes in the ECG were noticed. Another stent was deployed overlapping to cover the dissection, completing the procedure successfully. The patient was stable post procedure and fully recovered.